Event description:
User facility voluntary medwatch was received that stated the following: "venofer was being spiked. Nurse noted that the secondary tubing was observed to not have a connector piece to the pt. Per the nurse, the tubing was used to spike the bag in front of the pt, but was never attached to the pt". Upon further query, the following info was provided that during priming of the secondary tubing set, prior to pt use, the nurse noted that the distal male adapter was not attached to the tubing set. The customer contact reported that the distal male adapter was found in the packaging. The tubing set was replaced and the therapy was initiated. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Attachment: user facility medwatch was received on (B)(4) 2015. The report number is (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.